Manufacturer narrative:
The device will not be returned for evaluation. Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
A letter from attorney was rec'd stating that his client rec'd a gamma nail on (B)(6), 2010, at the (B)(6) and that in mid (B)(6) his client felt pain. He further writes that a revision surgery took place at the same hospital on (B)(6), 2010.